Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a balloon aortic valvuloplasty (bav) was performed using a 20 mm non-medtronic balloon. The valve was deployed at a depth of 3 mm on the non-coronary cusp (ncc) side and 10 mm on the left coronary cusp (lcc). Moderate paravalvular leak (pvl) was reported. The physician examined the transesophageal echocardiogram (tee) to verify that the regurgitant flow was not central. A bav was performed using a 22 mm non-medtronic balloon with angiogram to assess if the pvl was outside the surgical frame. No pvl was reported outside the surgical frame. A second valve was deployed 2-3 mm below the transcatheter valve. Moderate pvl was still present. A bav was performed twice using a 22 mm non-medtronic balloon, with no improvement in moderate pvl. No additional adverse patient effects were reported.